Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the fuse box of the inlet was burnt. In addition, deterioration of the mesh turret was found. A definitive root cause of the burned fuse box inlet could not be identified. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications.

Event description:
A user facility returned the olympus, model clv-s40pro, visera pro xenon light source to olympus for repair due to a report that after the power was turned on, the front panel blinked. Upon inspection and testing of the returned device, the ac power inlet was found burned. This report is submitted due to the ac power inlet burned. As this was found during in-house service of the device, there was no patient involvement.